Event description:
I was napping in the late afternoon when I was awakened by pain in my chest. My battery (#3028) became very hot sending daggers from armpit to armpit, forward by electrical stabbing all around my neck and down both arms this time. That was new. All I could do was take about to myself after those five minutes ended, reminding anyone within earshot that I've survived five others (electrical shocks) never before had I been awakened by one of three episodes. All batteries with model number 3028 need recalling and inspire should pay for explantation. Sensing lead - no longer part of the operation: 4323-45cm/549942 stimulation lead - 4063-45cm/c52274.